Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced insulin flow blocked alarm due to cannula bent event on (B)(6) 2026. The blockage was at the site. The event occurred within three or more hours of insertion. The insertion site was abdomen.